Event description:
The nurse was inserting an insyte autoguard catheter into a difficult stick pt and received a needle stick injury.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)